Manufacturer narrative:
Device 2 of 3: cev728br5 (lot: 111001) - manufacturing date: 10/2011. Device 3 of 3: cev670d (lot: 111101) - manufacturing date: 11/2011. (B)(6). Cev647b5: evaluation of cev647b5 indicated that the handle was slightly hard to use. However, no problems were observed and was functioning as designed. Cev670d: evaluation of cev670d indicated that the jaws do not completely press down. The most likely cause was that the pin was deformed after excessive force. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).

Event description:
Three devices (cev647b5, cev728br5, and cev670d) were returned to mxi service and repair. "Request for repair of cev728br5 handle, introduction insert mechanism and opening mechanism/closure to check."